Manufacturer narrative:
H3: product analysis part# 4360113, lot# rs19c020 visual and optical inspection revealed the screw that holds the slide collar to the shaft/frame of the inserter is missing. Without the screw the instrument will not function correctly. This regulatory report is being submitted due to retrospective review.¿ medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from user facility via a manufacturer representative regarding a device used for spinal therapy. It was reported that the inserter has broken. There was no patient involved. Additional information was received from the manufacturer representative that the inserter was used in previous surgeries successfully.